Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal obtuse marginal that was moderately calcified with a severe sharp turn before the lesion site. The whisper guide wire was advanced across the lesion without issue. A non-abbott stent delivery system (sds) was advanced over the guide wire with some resistance felt during advancement through the anatomy. When the sds reached the severe bend in the artery, during the attempt to track around the bend, the sds interacted with the guide wire snapping the guide wire in two pieces. The proximal end was able to be removed from the anatomy without issue. Attempts to snare the separated segment of guide wire failed; therefore, the separated piece of guide wire remains in the anatomy. The patient is reported to be well post-procedure with no adverse affects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned. The reported separation was confirmed although difficult to position could not be replicated a testing environment due to the condition of the returned device. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties were based on the patients anatomy and the patient treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.